Event description:
It was reported by the customer that the safety mechanism was harder to engage, there was a lot of dead space, and the vaccine frequently leaked around the plunger or sprayed out of the top. No information was received regarding any serious injury as a result of this report.

Manufacturer narrative:
This is two of two reorder numbers reported by the customer.